Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that before use and during preparation, the stylet/protective sheath was removed from a 4x18mm xience alpine rx stent delivery system (sds) and the stent dislodged from the balloon. No resistance was noted during withdrawal from the dispenser coil and no resistance was noted while removing the protective sheath from the balloon. The sds was not prepped prior to sheath removal. The device was not used and there was no patient involvement. A same size alpine was used to complete the procedure. No additional information was provided.